Event description:
Patient presented to physician with a malfunctioning inflatable penile prosthesis. Surgery was done to replace the unit. A crack was found in the pumping mechanism. It was replaced with a new pumping mechanism.